Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-dec-2028, UDI#: (B)(4) product ID: 977a260, serial/lot #: (B)(6), ubd: 26-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they wanted to adjust their stimulator and they will see the manufacturer representative (rep) to adjust the stimulation a little higher. When asked for the event date, patient stated the right side lead was messed up and they had to get the lead replaced earlier in april. Patient stated they had images and the right side was jacked up so the doctor had to pull it out and redo it back in april. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call.